Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The provided pictures were insufficient to perform a visual and dimensional evaluations for the tibia. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. A complaint history review cannot be performed for the tibia without product identification. X-rays were provided and reviewed by a health care professional. Review of the available records identified: the tibial implant appears loose and with abnormal angulation and knee varus malalignment. Radiolucency is noted along the tibial stem and there appears to be medial tibial implant subsidence. A joint effusion is noted. The complaint is confirmed via provided photos and medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42512000411 articular surface fixed bearing (cr) left 11mm lot# 64046524; MDR: 3007963827-2023-00239. Additional associated products: unk persona femoral- left lot# unk; unk patella lot# unk.

Event description:
It was reported that the patient was revised due to aseptic loosening of the tibial component. The articular surface was removed and did show wear. Surgeon commented that the locking mechanism on the poly insert appeared deformed and upon investigation he found soft tissue trapped in the poly locking mechanism. Femoral component appeared well cemented but surgeon decided it should be removed, no specific cause was provided. Original patella button left insitu.